Event description:
MRI approved servo-I ventilator was pulled into the bore of 3t MRI unit at (B)(6) hospital. No patient was involved and no associated injury occurred. The MRI staff had approved a respiratory therapist (rt) to enter zone 4 of the MRI unit to set up the ventilator for a scheduled ICU patient. The rt proceeded to set up the ventilator in the designed area next to the scanner. After positioning the unit, the rt went to place the lines required in the wall access points, noted pulling from the unit. She attempted to prevent the unit from being pulled into the unit but was unsuccessful. The ventilator went inside the MRI unit and lodged in the bore. The post-incident investigation noted that only one brake was fully deployed on the ventilator allowing the system to pivot on one wheel and enter the bore of the magnet. There are no supporting guidelines or recommendations from the manual to tether equipment within the MRI suite - even after an FDA event report from 2011 that spoke to the need for tethering equipment. Ongoing investigation with ventilator manufacturer to improve safety.